Event description:
Nk employee field support reported that the g5 monitoring unit was spontaneously rebooting. Not in patient use.

Manufacturer narrative:
Details of the complaint: nk employee field support reported that the g5 monitoring unit was spontaneously rebooting. The unit was installed 2 months ago. Not in patient use. Investigation summary: during the evaluation of the device, we confirmed the reported issue was attributed to a software issue, (possibly due to either a user error, including a software installation setup/initialization error or an ungraceful exit, and/or a power issue that occurred during the installation process at the facility, possibly leading to corruption of the software). To resolve the issue, the software was reinstalled, and the device then met specifications, in all areas, and was returned to our used stock inventory. The customer was provided with a replacement device and guidance on the installation and setup process to immediately mitigate the issue. No further issues have been reported since. During the review of the history for the device (cu-151ra, serial number: (B)(6), this was the only complaint for this complaint device found in the past 3 (three) years. A similar issue at the facility, for a similar device was reported to us, under ticket #175906, for device cu-192ra, serial number (B)(6), during setup. However, a root cause was not determined, for ticket #175906, due to the customer's lack of responsiveness. These were the only 2 (two) similar issues for similar devices (under tickets 200142 and 175906) reported by the facility. Trending will continue to be monitored for the reported issue. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the nk employee if a concomitant medical device was used. No reply was received. Attempt # 2: (B)(6) 2024 emailed the nk employee if a concomitant medical device was used. No reply was received. Attempt # 3: (B)(6) 2024 emailed the nk employee if a concomitant medical device was used. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g5 monitor: bsm: model #: bsm-17xx. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
Nk employee field support reported that the g5 monitoring unit was spontaneously rebooting. The unit was installed 2 months ago. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: (B)(6) 2024 emailed the nk employee if a concomitant medical device was used. No reply was received. Attempt # 2: (B)(6) 2024 emailed the nk employee if a concomitant medical device was used. No reply was received. Attempt # 3: (B)(6) 2024 emailed the nk employee if a concomitant medical device was used. No reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g5 monitor: bsm: model #: bsm-17xx. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
Nk employee field support reported that the g5 monitoring unit was spontaneously rebooting. Not in patient use.